Event description:
It was reported that the guidewire was advancing together with the jetstream catheter. Multiple length lesions in the superficial femoral artery (sfa) of three patients were treated with three 2.4mm jetstream xc catheters. The jetstream devices were prepped per bsc instructions. The physician used a non-bsc nav6 filter wire with a non-bsc 300cm bare wire. In two of the three cases, it was noted that while treating the sfa lesions (measuring between 15-17 cm) the non-bsc bare wire was advancing with the jetstream device. There was no noticeable wire loop growth out the back of the pod while the wire was secured in the gard. The physician stated that he did not have any difficulty placing the jetstream over the wire and the devices handled as expected. The patients were treated with the jetstream catheters, but the physician had to re-position the wire multiple times. Each nav 6 filter wire was positioned in the distal popliteal artery above the at take off and the wire in the second case was down the perineal artery and the wire in the third case was in the at. The devices behaved as expected in the third case. There were no patient complications during any of the procedures.